Event description:
It was reported that while the surgeon was prepping the disc space to place an inter-body cage, the 7mm and 8mm custom oval shavers broke in the patient. A backup shaver was used to complete the procedure. Fragments were retrieved successfully. There are no reports of adverse consequences to the patient.

Event description:
It was reported that while the surgeon was prepping the disc space to place an inter-body cage, the 7mm and 8mm custom oval shavers broke in the patient. A backup shaver was used to complete the procedure. Fragments were retrieved successfully. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via visual inspection. The device was returned in 2 pieces, with the tip of the device fractured off. The fractured tip was twisted and deformed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. A material analysis was performed. Shaver was found to have a fracture origin in the raised end and a mixed mode fracture of mostly cleavage with some ductile due to an applied torsional force. The hardness and chemical constituents were as specified on the drawing. No material or manufacturing defects were found. Correspondence with sales representative indicated that the products have been used in 100+ cases and the patient's bone quality was solid. From instruments IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. The most likely cause of the reported event was determined to be normal wear due to excessive use.